Event description:
The customer reported that the 840 ventilator will not ventilate when connected to the patient. There was no patient harm or change in therapy as a result of the event. The puritan bennett customer support engineer (cse) inspected the device and indicates the cause of the malfunction was a user error. It is not verified that the vent was inoperable, and that a malfunction occurred. The unit passed all testing.